Event description:
A patient underwent a ctif procedure (consisting of a hiatal hernia repair (hhr) procedure, conducted either laparoscopically or robotically, followed by a transoral incisionless fundoplication (tif) procedure). The tif procedure was uneventfully completed, and the patient was admitted into recovery. While in recovery, the patient began experiencing an elevated heart rate, and there were concerns by the physician the patient was becoming septic. A CT scan with contrast was completed, and an esophageal leak was noted. The patient was readmitted into the operating room, an unknown portion of the tif wrap was "taken down", the patient was diagnosed with an esophageal tear. The esophageal tear and esophageal leak were closed. The patient remained in the hospital for approximately three weeks for observation following the operation to repair the esophageal tear and esophageal leak. The patient was discharged on an unknown date.

Manufacturer narrative:
The physician is not alleging a product malfunction contributed to or caused the adverse event and the device was not returned to endogastric solutions (egs) for evaluation. The device was discarded at the medical facility by hospital staff and is unavailable for return to egs. Per the physician, the esophageal tear and subsequent esophageal leak/perforation possibly occurred during the placement of the first two fasteners. Per the physician, the technique used to prevent penetrating the diaphragm, as established in the instructions for use and physician training document, was not followed which may have contributed to or caused this adverse event. Based on the available information received by egs, the cause of the reported esophageal tear, perforation, and esophageal leak cannot be conclusively determined. It cannot be conclusively determined if the hhr procedure, tif procedure, or a combination of both procedures contributed to or caused this adverse event.